Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the instrument ejected clips prematurely. The surgeon applied another device to complete the procedure.